Manufacturer narrative:
Concomitant products: 3093-28 lead, implanted: (B)(6) 2008; 08-08 3058 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the office in atrial fibrillation (af), but when the implantable pulse generator (ipg) was checked, the episode list did not show the patient as being in af. The post mode switch overdrive pacing (pmop) feature was suspected to cause the episodes to not be recorded. Reprogramming was planned and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.